Event description:
It was reported that the asymptomatic patient received a vibratory alert for high, out of range high voltage lead impedance. A single instance of high impedance was seen on the svc to can vector. The patient will continue to be monitored for further changes in impedance.